Manufacturer narrative:
It was noted that the shock impedances had decreased and were within normal range. The lead is a competitor lead. The system remains implanted.

Event description:
Boston scientific received information that this device triggered an alert due to high out of range shock impedances. No adverse patient effects were reported.

Event description:
-

Manufacturer narrative:
Should additional information become available this investigation will be updated.